Manufacturer narrative:
Device manufacture date: monitor - 12/2006; electrode belt - 04/2006; battery pack - 08/2007; battery pack - 08/2007. Device evaluation summary: device evaluations of monitor, electrode belt, both battery packs have been completed. The reported problem was confirmed. The patient had contacted support on another complaint. He reported that in 2007 the battery began to emit a burning smell while in the system after being in the monitor for 8.5 hours. He immediately changed the battery and the other battery booted up the system normally. It does not appear that there is any damage to the monitor or the other battery. Support sent the patient a new battery. Upon evaluation of this battery pack, it was found that the battery pack was full of water. It had experienced extensive water damage. Support contacted the patient to see if the monitor was exposed to water as well. Support talked to the patient's wife who did not think that it was. Monitor would not power up because it had a catastrophic failure. C811, tva 1 and 2, and fl 2002 and 4 were all burnt. C811 is a capacitor on the ca board that limits the current from the power supply. Tva 1 and 2 are voltage attenuators on the transition board. Fl 2002 and 4 are inductors on the auxilliary board that limit current. The root cause of the defective components looked to be water damage, but could not be proven 100%. The monitor was beyond repair and was scrapped. Electrode belt was found to have multiple resistors and wires burnt. The circuit board also had burnt marks on it. R1, r2, r3, r5 and r7 resistors were all burnt out. The front te and rear two wire te had v1 shorted while the rear one wire te had v1 open. V1 is a voltage attenuator that suppresses noise. It protects the board from transient spike damage. The root cause of the damage to the electrode belt was due to the water damage in the monitor. The monitor probably delivered a pulse while wet, which caused the extensive damage. It will be repaired, retested and restocked. Both battery packs were tested on found to operate normally. We could not determine if the shock the patient received was valid or not because of the extensive damage to the monitor. The patient received a replacement monitor, electrode belt, and battery packs.

Event description:
A male patient contacted lifecor customer support to report that he heard arrhythmia alarms and sat down in a chair. He did not hold the response buttons and received a treatment chock. When asked why he did not hold the response buttons, he stated that "I just heard the voice saying to not touch anything, so I don't know. I didn't touch anything." Support requested a download, but the patient stated that the monitor would not turn on anymore. He stated that he tried both battery packs. The patient had not contacted his doctor and stated that he will not be doing so. Support advised the patient to inform his doctor and follow his medical advice. Support requested a lifecor patient service representative (psr) be sent to the patient to examine the monitor, attempt a download, exchange equipment and retrain patient. Support contacted patient to state the psr would be there in a few hours. Patient's wife was concerned since the patient was unprotected. Support advised her to contact the patient's doctor and to follow his advice. The psr could not get the monitor to turn on either. He swapped out the monitor and electrode belt. He also swapped out the battery packs as a precaution.